Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by changing the infusion set and doing a correction bolus via the pump. The customer changed supplies to address the issue and continued to use the pump for insulin therapy.